Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the last office visit was on (B)(6) 2019. At that time the incision was stable with erythema superior to the incision. The pump was removed on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was removed on (B)(6) 2019 due to an infection. No further information was provided. No further complications were reported.